Event description:
It was reported that the patients surgical wound dehiscence now with visible spinal cord stimulation (scs) lead present with pruritus leading to continuous scratching of site likely led to her poor wound healing. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing great postoperatively. Everything was explanted and collected by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: tissue reaction to implanted materials can occur. In some cases, the formation of reactive tissue around the lead in the epidural space can result in delayed onset of spinal cord compression and neurological/sensory deficit, including paralysis. Time to onset is variable, possibly ranging from weeks to years after implant is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Risk review: a risk review was completed and confirmed that this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patients surgical wound dehiscence now with visible spinal cord stimulation (scs) lead present with pruritus leading to continuous scratching of site likely led to her poor wound healing. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing great postoperatively. Everything was explanted and collected by the facility.